Manufacturer narrative:
E1. Initial reporter phone#: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the pressure transducer was connected properly, but there was no waveform being produced and the blood pressure could not be collected. It was then replaced and could be used normally afterwards. There was patient involvement and no patient harm/adverse event reported.